Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired on that same day. It was further alleged that the event was caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
Additional information was also received regarding the date of event onset and date of death; however, there is a discrepancy as the date of event onset/date of death provided are different that the date of event onset/date of death originally reported. Additional information to clarify the date of event onset adn date of death has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2015-04089 and 1225714-2015-04090.

Event description:
Additional information received alleged that the patient experienced alkalosis, cardiac arrhythmias and sudden cardiac death.

Manufacturer narrative:
This is one of two device reports associated with this event.